Event description:
Procedure: stress urinary incontinence. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, per pfs, patient had complication attributed to the device like pain, recurrence and dyspareunia, but medical records after (B)(6) 2005 are extraneous to covidien mesh case review and no genitourinary complications noted.